Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue and resumed insulin delivery. There was no adverse impact to the customer¿s blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.